Event description:
It was reported to the aci clinical specialist that a patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, used the device to close the femoral artery. It was reported that when the rt retracted the sheath to meet the shuttle and handle, the advancer tube came back with it and did not remain at the groin. It was also observed that the sealant became exposed and remained attached to the device at the distal end of the sealant sleeve. The patient was converted to manual compression and hemostasis was successfully achieved after 30 minutes. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the device received revealed that the slits were missing from the proximal tip of the advancer tube. The advancer tube would not pass the tamping lock. Based on the information provided and the investigation performed, the cause of the failure to deploy was the missing slits at the proximal tip of the advancer tube. The reported complaint was confirmed. We are monitoring and trending for similar events and will conduct corrective action as appropriate. The review of the lhr (lot f1116611) indicated that the mynx device met all established performance criteria prior to shipment.